Manufacturer narrative:
Product event: (B)(4). Patient information is unavailable, however follow-up communication is still in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the plasmablade device tip melted and the wire broke. Nothing detached from the device and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.